Event description:
Boston scientific crm received information that this device was pre-programmed prior to the implant procedure. When the device was placed in the pocket, telemetry could not be established. The device was removed from the pocket, and again, telemetry could not be established. Multiple trouble-shooting techniques were attempted unsuccessfully. A new device was successfully implanted.

Manufacturer narrative:
This device was not successfully implanted. Pending the return and completion of lab analysis, this section will be updated appropriately.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device did not exhibit any communication anomalies during testing at the minimum required distance. The device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
This device was returned. Pending the completion of lab analysis, this section will be updated appropriately.